Event description:
It was reported that during a stenting treatment procedure, withdrawal resistance and balloon damage occurred. The target lesion was located in a tortuous circumflex (cx) artery. The lesion was pre-dilated and the 4.0x20mm omega stent was successfully deployed. The physician encountered resistance withdrawing the balloon from the deployed stent. The balloon could not be pulled back into the guide catheter. The physician applied negative pressure to the balloon with an aspiration balloon syringe for approximately 30 seconds, but still was unable to pull the balloon into the catheter. The guide catheter was then pulled back out of the ostium of the coronary artery. Further manipulation of the device would still not allow the balloon to pull back into the catheter, so the system was removed as a unit. Upon removal it was noted that the balloon was "rucked up" outside the guide catheter. The device was removed intact. Physician noted that the stent was deployed nicely and final angiographic result looked nice. No additional patient complications were reported and the patient status is stable.

Event description:
It was reported that during a stenting treatment procedure, withdrawal resistance and balloon damage occurred. The target lesion was located in a tortuous circumflex (cx) artery. The lesion was pre-dilated and the 4.0x20mm omega stent was successfully deployed. The physician encountered resistance withdrawing the balloon from the deployed stent. The balloon could not be pulled back into the guide catheter. The physician applied negative pressure to the balloon with an aspiration balloon syringe for approximately 30 seconds, but still was unable to pull the balloon into the catheter. The guide catheter was then pulled back out of the ostium of the coronary artery. Further manipulation of the device would still not allow the balloon to pull back into the catheter, so the system was removed as a unit. Upon removal it was noted that the balloon was "rucked up" outside the guide catheter. The device was removed intact. Physician noted that the stent was deployed nicely and final angiographic result looked nice. No additional patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of an omega stent delivery system (sds) received in the lumen of the mach 1 guide catheter with the guidewire and "y" adapter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded with no stent. The omega stent delivery system was removed from the mach 1 guide catheter with no resistance. Inspection of the remainder of the device presented no damage or irregularities. A thorough analysis of the returned device could not confirm the reported withdrawal/removing difficulties. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).